Event description:
The user facility poc lab called and stated the suspect device was sitting on the base and started to smoke and flame. No one was hurt. The device was replaced and requested to be returned for evaluation.